Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was near a "very severe" lightning strike at which time the patient's implantable neurostimulator (ins) turned off. The ins then, turned back on spontaneously after two minutes. The ins was noted to be "fine" and operational, with no error codes present. The patient experienced no shocks or jolts. Follow up information reported that there was no intervention required for the patient's ins. Everything was "working fine" and the patient had no issues.